Event description:
The plaintiff's attorney alleged that the decedent developed an infection and fluid on his chest in 2011 after regular use of the product. On (B)(6) 2012 the decedent experienced cardiopulmonary arrest and subsequently expired after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-00815, 1225714-2014-00816, 1225714-2014-00817 and 1225714-2014-00818.